Event description:
It was additionally reported that the device was explanted and replaced. It was also reported that the right ventricular (rv) and right atrial (ra) leads were observed with some noise and exhibited no impedance measurements. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.